Manufacturer narrative:
The compressor was investigated on site by our field service engineer. It was found that the compressor had blown fuses. The mains inlet and fuses were replaced and the compressor was returned to clinical use after successful functional and safety checks. Ocular inspection of the returned main inlet found it dusty and one fuse was stuck in the mains inlet. Measurement of the other fuse found that it was broken. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet. If the mains inlet is broken, the compressor will not start. If the failure occurs with a ventilator connected to the compressor, the supply of air stops. The conclusion is that the compressor mini did not start due to a broken mains inlet.

Event description:
(B)(4).

Event description:
It was reported that the compressor mini failed to turn on. There was no patient involvement reported. (B)(4).